Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an oats surgery while the surgeon inserted the device the cutting edge became bent and broke. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. Upon visual evaluations of the pictures attached to the complaint of an ar-1981-10s -10mm, single-use oats set. It is concluded that the c2787-recipient harvester single-use oats show damage, with cracks and burrs at the device's cutting tip. The cause remains undetermined.